Manufacturer narrative:
(B)(4), date sent: 2/4/2022 investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that one ec60a device was returned with no apparent damage and with no reload present. The device was tested for functionality in the articulated position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: verify that the reload size matches the instrument size to be used. Become familiar with the articulating action of the instrument by pulling on the fins of the rotating knob with the index finger and articulating the jaws with the other hand. As lateral pressure is applied in either direction, the jaws pivot to a maximum angle of 45 degrees, at which point the pivoting force increases to signal the end of the articulating arc. Maintain the lateral pressure while releasing the rotating knob to lock the angle of the shaft. After locking the jaws, release the lateral pressure. The jaws will also lock at approximate 15 and 30 degrees by releasing the rotating knob before the end of the articulation arc. To return the jaws to the straight position, pull on the fins of the rotating knob to release the lock; the jaws will return automatically. Verify compatibility of all instruments and accessories prior to using the instrument. The event described could not be confirmed as the device performed without any difficulties noted and no cartridge was returned for analysis. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis.

Event description:
It was reported that during a sleeve gastrectomy the stapler made a 5 cm hole in the patient's stomach. Change of the clamp and manual gastric suture. Clinical consequences: gastric perforation of 5 cm.

Manufacturer narrative:
(B)(4) date sent: 12/16/2021. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Additional information was requested, and the following was obtained: what were the indication for surgery? Obesity. Where on the stomach was the firing? At the third stapling. What was the procedure? Sleeve. What was the color cartridge used? Gold. Can more detail be provided regarding the hole? Was it on one or both sides of cut line? Both sides. Can you describe the staple formation at the side of the hole? Unk. Where along the 60mm the staple line was the hole identified? All along of the 60mm of the staple line.